Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this product. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00359, 00360, 00361.

Event description:
Allegedly, removed during revision surgery.